Manufacturer narrative:
All operating currents are within specification. No unexpected failed battery alarm noted during testing. Device passed displacement test and self test. No the hrm task did not grant motor power in reasonable time alarms noted during testing. Motor was tested outside the device and passed. Device functioning properly. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the hrm task did not grant motor power in reasonable time as well as failed battery test. Customer¿s blood glucose level was 182mg/dl at the time of the incident. Customer was able to rewind the insulin pump. Insulin pump passed self test and displacement test. Pump error did not occur during rewind. Error table indicates that the insulin should be replaced. The product will be returned for analysis.